Event description:
Rv lead showed an episode with what appears to be noise from last year. The lead currently is displaying some undersensing in the periodic transmissions. Representative to evaluate lead and adjust sensing as needed. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.